Manufacturer narrative:
Complaint evaluation details from qa (B)(4): s/n: (B)(4) as the complaint product was not received from customer, visual inspection was not performed and further information could not be provided. According to the customer, a tear in the posterior capsule due to a rough edge on the iol during iol insertion. No abnormalities were found in production and inspection records of the product. Root cause was not determined. From the investigation it is believed this issue is not product related. (B)(4). Product not returned.

Event description:
Report stated after iol was inserted into the eye, when surgeon was "dialing" it into place, a rough edge on the iol caused a tear in posterior capsule. The lens was centered in capsule when patient left the o.r. The lens may need to be explanted in the future if it does not stay in place. Additional information received on november 11, 2016 indicated that the lens was explanted on (B)(6) 2016 and was replaced with another iol (ar-40).

Manufacturer narrative:
Regarding this report, device evaluation is pending. When investigation is completed, a follow-up report will be submitted to the FDA.

Event description:
Report stated after iol was inserted into the eye, when surgeon was "dialing" it into place, a rough edge on the iol caused a tear in posterior capsule. The lens was centered in capsule when patient left the or. The lens may need to be explanted in the future if it does not stay in place. Additional information received on november 11, 2016 indicated that the lens was explanted on (B)(6) 2016 and was replaced with another iol (ar-40).